Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a difference between sensor glucose and blood glucose. The customer alleged that the sensor had failed and received a no sensor signal alert. The customer reported blood at the sensor insertion site and experienced hypoglycemia. The event involved product(s) mmt-7040a. Troubleshooting was performed. The customer was reporting a discrepancy between sensor glucose and blood glucose with values of 248.00 mg/dl and 40.00 mg/dl, respectively which was not within the range. No further patient complications were reported. No product return was required for mmt-7040a.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated summary. 2. Section d10 - updated concomitant products. 3. Section h6 - removed health effect - impact code 2199 for health effect - clinical codes 1888. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer reported a difference between sensor glucose and blood glucose. The customer experienced hypoglycemia. The event involved product(s) mmt-7040a. Troubleshooting was performed. The customer was reporting a discrepancy between sensor glucose and blood glucose with values of 248.00 mg/dl and 40.00 mg/dl, respectively which was not within the range. No further patient complications were reported. No product return was required for mmt-7040a.